Event description:
The reporter states that she obtained a blood glucose result of 288 mg/dl on the accu-chek advantage system in comparison the blood glucose result of 127 mg/dl on the professional meter. The results were obtained within a 10 minute timeframe. No reported actions taken based on the blood glucose results. No adverse event reported. New system sent to customer and return requested.